Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025 the user¿s clinical diabetes specialist reported that the ilet luer connector was not working, preventing use. The user was provided a replacement connector and insulin delivery resumed. No ems or hospitalization was required.